Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with two unspecified mentor textured saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with spontaneous right breast implant deflation. As a result, the patient underwent breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (right) 300cc mentor smooth round moderate plus profile saline; catalog: 3502300; lot: 9689643; sn: (B)(4) and (left) 300cc mentor smooth round moderate plus profile saline; catalog: 3502300; lot: 9515400; sn: (B)(4).